Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle and one dispensed suture outside the foil packet were received for analysis. Product code vcp493h. During the visual inspection of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and remnant suture inside was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested